Event description:
I ordered glucose sensors from (B)(4)on monday 09/14/2010 and they arrived either on (B)(6)2010 or (B)(6)/2010. These sensors have a listed expiration date and the expiration on the 2 boxes that I purchased was 01/18/2011 and both had a manufacture date of 07/22/2010. I called this morning, (B)(6)2010 to return one of the boxes because I will not be able to use the second box by the expiration date. I was told by (B)(4), who works in the pump dept of (B)(4), that they would not be refunding my money. There is no written policy stating that an unopened box of sensors is non-refundable. In addition, because these sensors are difficult to use, I have had several occasions to discuss their operation with medtronic, the manufacturer. One individual informed me that the sensors have a shelf life of 5-6 months so, they are not even operational for a full 6 months after the manufacture data. Based on past usage, I have discovered that this is true and that the shelf life is actually only 5 months. I told this to (B)(4) who asked why I hadn't discussed this with medtronic. I informed him that I had and they said that they would not replace the product because there was no problem and I must be using them incorrectly. (B)(4) went on to say that often these boxes are sent out after they have been on the shelf for as much as 4 months. In the past I purchased these 3 boxes at time, but when I complained about their function, medtronic informed me of the expiration date, something that had not been mentioned prior to my complaint. This is deceptive marketing and I want my money back. This is the second time that I have complained about the products made by medtronic and sold by (B)(4). I am aware that other insurers will allow pts to buy the sensors 3 boxes at a time, which means that even if one box was used per month, some of the sensors would expire before the 6 months expiration date because the pts would not necessarily begin using the new boxes immediately and the true expiration date of 5 months would not allow the use of all of the sensors within that time frame. My original complaint has an access number (B)(4) but I do not wish to add to that complaint. I wish to file a second complaint that names both medtronic and (B)(4). The deceptive marketing is outrageous and is based on the lack of disclosure regarding the existence of an expiration date, the sale of dated sensors and the lack of communication to the pt regarding the true expiration dates. Dose or amount: 10 sensors per box.

Event description:
Additional info received from reporter (B)(4) 2011. I contacted medtronic diabetes after three sof-sensors from a new box failed to give viable blood glucose readings. I have already filed complaints regarding this product and the fraudulent manner in which the product is advertised. This is under access # (B)(4). After speaking with (B)(4) at medtronic she suggested that I lower my alarm to notify me of a low blood glucose event to a range of 55-60. This was because I was complaining that the sensor was not even remotely close to the actual readings. These particular sensors were reading the glucose extremely high and then the number would drop dramatically in a matter of minutes. They were in general, malfunctioning. She asked me to review the history on my pump and she informed me that my blood sugar readings were too low and that this was causing the sensor to calibrate too low, which was why the readings were not correct. She said that she could not help me any further because I did not have a usb device that would send 90 days of glucose readings, alarm readings and other info from the pump to medtronic. I have in the past been promised that this device would be delivered to me, but medtronic has not followed through. (B)(4) assured me that it would be delivered the next day and once they could download that info, they would be able to assist me. When I hung up, I spoke to my doctor about lowering the alarm setting to 55 or 60. She was not happy. (B)(4) then called back to tell me that the device was backordered and would not be delivered the next day. These sensors are (B)(6) each and last for 3 days. That are reported by medtronic to be "real time" glucose monitors, however,when there is a problem that are quick to point out that they show trends, not actual glucose readings. I am not part of a (B)(4) testing program for medtronic. I am not going to allow them access to the private health info that is on my pump, but they will not assist me with their defective product unless I allow them access to my private health info.